Event description:
It was reported that the patient had a surgical procedure to remove the artificial urinary sphincter(aus) cuff due to urethral atrophy and recurring incontinence. The doctor was not able to replace the cuff as the procedure was aborted when the doctor tried to make space in the urethra for a new cuff but was not able to. A patient outcome of patient expected to fully recover was reported.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis was unable to confirm the reported event. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cuff component was visually inspected, microscopically examined, and tested for leaks. During the visual test, it was noted that the buttonhole was cut which was likely done during explant. The leak test passed. Under the microscope, inspection of the remainder of the device, apart from the observed cut buttonhole, revealed no other damage or irregularities. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to remove the artificial urinary sphincter (aus) cuff due to urethral atrophy and recurring incontinence. The doctor was not able to replace the cuff as the procedure was aborted when the doctor tried to make space in the urethra for a new cuff but was not able to. A patient outcome of patient expected to fully recover was reported.